Manufacturer narrative:
Follow-up #1: date of submission 03/19/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/28/2014 with the following findings: visual inspection confirmed that the entire surface of the display lens was badly scratched and ilegible. The display screen was dim, pink and had fading lettering.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. The reporter stated that the display was scratched and difficult to read. The reporter denied moisture to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.